Event description:
According to home health r.n., pump had to be re-programmed each day at time of 9 volt battery change, and that patient history had not been saved. Patient history memory is held by the 3 volt lithium battery installe din back of unit, and has a life of up to 180 days per manufacturer. However, upon evaluation of unit by distributor representative on 5/4/92, it was discovered that the 3 volt lithium battery had been incorrectly placed on top of both battery contacts instead of the required loading procedure of placing battery under side contact and on top of center contact. After correctly loading battery, and programming. The program was saved. We feel manue. Should change specs to disallow battery mis-placement to go undetected.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, incorrect technique/procedure, unanticipated short term complication of procedure, user installation error. Conclusion: device failure occurred and was related to event, user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device returned to manufacturer/dealer/distributor, device temporarily removed from service, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.